Event description:
During chemotherapy (docetaxel 114 mg) IV, infusion started and patient noted fluid on chemo tubing. Nursing put drape under chemo, dried tubing and then applied pressure and noted that there was a very small hole in the tubing where the leak was originating. Patient was not exposed to chemo, drug was taken down. Patient had just started infusion and not received drug. Dose remade and given without problems.